Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endoanchors and a valiant stent graft extension were implanted in the patient, not the previously reported talent stent graft. A valiant stent graft system was previously implanted in the patient not the previously reported talent stent graft, along with endoanchors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endoanchors and a talent stent graft extension were implanted in a patient for the endovascular treatment of a 77 mm thoracic aortic aneurysm. The patient also had a talent stent graft implanted three years previously. Eight endoanchors were implanted for treatment of neck dilation from the endograft to the distal neck. 20% localized thrombus and 10% diffuse calcium was reported at the distal seal zone. There was no distal neck tortuosity noted. It was reported that the first endo anchor at the distal neck did not adequately penetrate at the posterior wall. It was also reported that one endo anchor fractured and removed using a snare. No clinical sequelae were reported and the patient is fine.